Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon tear occurred. The physician was treating an unspecified lesion located in the popliteal artery with a 3.0x20/135 sterling balloon. The balloon inflated and deflated without complications. When the device was removed from the patient, the physician noticed a tear in the balloon. The balloon was intact, with the exception of the tear. The procedure was completed with this device. There were no reported patient complications. The patient status is listed as "fine".

Manufacturer narrative:
(B)(4).